Event description:
Above individual was a member of the family care program. She was also receiving hospice services. Member had been using an ultimate walker per state waiver to allow independent ambulation in the least restrictive manner. She had the ultimate walker when she was admitted to the family care program -2008- and she had a state waiver at that time. She had been assessed for the walker by a pt. Member was being checked by staff q 30 minutes when she was up in the walker. In 2009, member was found on the floor of her private bathroom by a caregiver when doing the 30 minute check. Member was inside of her ultimate walker, tipped onto her right side. There was blood coming from her nose and her right hand was caught under the tipped over walker. The incident was not witnessed. Then 911 was called and she was admitted to the hospital with fractures of c1 and c2 along with a facial fracture. Member was to return to the facility three days later, with an aspen brace for her neck but she died at the hospital that day. Coroner's report states "death is being considered an accident, as she fell from her walker coming out of the bathroom. She fractured her cervical spine -c-1 and c-2-."